Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to perform a system check to help determine the cause of the occlusion as the cartridge and infusion set had been changed.